Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint -- asr revision, asr xl acetabular system - right, reason(s) for revision: infection (tested and positive culture confirmed), email sent to (B)(4) (B)(6) 2012 requesting operation notes and x-rays. Update from (B)(6) email (B)(6) 2012: reasons for revision, product added. Reasons for revision: infection (tested and positive culture confirmed, pain. Update: amended revision date. Received: (B)(6) 2012. (B)(6) 2015 - update - we have been informed by (B)(6) that this patient is now deceased, date of death was (B)(6) 2015. (B)(6) note that no causal link has been made with the death of the patient and the asr implants, and no further information is available regarding the cause of death. Should further information become available, the complaint will be re-opened and evaluated for investigation. Added patient name and dob. (B)(6) 2015 update - added implant date - (B)(4).